Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. The s-ICD was reprogrammed to a different vector and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.